Event description:
Reporter alleged obtaining a result of 350 mg/dl on compact plus system 1 compared back to back with a result of 158 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the drums were discarded, so no strips will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4). Will not be returned to manufacturer.